Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin transmission. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited intermittent atrial capture. The patient was seen in clinic for programming changes to address the issue. There were no adverse effects to the patient.